Manufacturer narrative:
(B)(4). No sample is available for investigation. Without the actual sample or batch number, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If a sample and/or additional pertinent information becomes available, a follow up repport will be submitted. We have informed our manufacturer accordingly.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): failed cannulation - cannula removed - cannula disposed of - injury occurred on disposal - safety device not activated. Staff member sustained needlestick injury from needle used on a patient with (B)(6).